Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 8 hours of data (on 06sep2022 from 10:25:40 ¿ 18:09:04 per the timestamp). The log file captured a backup battery fault alarm on 06sep2022 from 16:59:51 to the end of the log file (captured on 06sep2022 at 18:09:04) due to the backup battery not passing the load test (error code f36). The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. No other unusual events were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that exchanging the backup battery resolved the issue. Additional information provided communicated that the system controller was sent to abbott for analysis; however, to date the unit has not been received by abbott. This file will be reopened with further analysis if the product is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. It should be noted that an update to the backup battery connector was made to reduce backup battery faults due to the backup battery not passing the load test as a part of a corrective and preventative action (CAPA). Per the device history record review, this system controller was manufactured prior to the implementation of this CAPA. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that exchanging the backup battery resolved the alarm on (B)(6) 2022. The backup battery fault reoccured on (B)(6) 2022, and the controller was exchanged because the site believed the issue to be on the controller software/hardware.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a battery alarm fault. The site noted that this was the 3rd time in 2 years that this fault occurred and the backup battery had to be replaced. The log file review captured backup battery faults on (B)(6) 2022. It was also noted that the patient's controller is an older version that did not have enhancements to the ribbon cable connection. It was also noted that a controller exchange resolved the issue.